Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: the monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. The manufacture date of monitor sn (B)(4) is 08/06/2014. The manufacture date of monitor sn (B)(4) is 10/02/2015. The manufacture date of belt sn (B)(4) is 8/30/2013. The manufacture date of (B)(4) is 10/01/2015. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The patient was unable to press the response buttons because they were unconscious during the treatment event. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the first false detection was self conversion of the rhythm six seconds prior to pulse delivery. The primary cause of the second false detection was atrial fibrillation. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation.(B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll on to report that a patient experienced a defibrillation event consisting of seven treatment shocks between 16:55:21 pm on (B)(6) 2016 and 6:57:47 am on (B)(6) 2016. At 16:55:21 the lifevest appropriately detected and alarmed for vf/vt. Six seconds prior to the first treatment shock the patient's rhythm self converted to a sinus rhythm. The post shock rhythm was bigeminy at 50 bpm transitioning to vf. A second treatment was delivered at 16:56:24 while the patient was in vf. The rhythm converted to vt and self converted to a sinus rhythm. The third treatment was delivered at 17:35:39 while the patient was in atrial fibrillation. The atrial fibrillation contributed to the false detection. Between 18:05:12 and 18:15:33 the device delivered three additional treatments while the patient was in vf. The treatments converted the vf to slower rhythms. After the 6th treatment the patient received a replacement belt and monitor from the distributor. The 7th treatment was delivered at 6:57:47. The device appropriately detected and treated vf, and converted the rhythm to a sinus rhythm. The patient's nurse reported that the patient unconscious at the time of the event. The response buttons were not pressed for the entire event. There was no death or device malfunction associated with the defibrillation event.